Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 functional tricuspid regurgitation (tr) and enlarged atrium for a triclip procedure. During the preparation of triclip steerable guide catheter (tsgc), leak was observed in the dilator due to presence of crack after flushing. The procedure was continued. During the procedure, the clip was unable to pass lock test as it opened up 30 degree. However, the clip was deployed. Post deployment, it was observed that the clip had grasped the eustachian valve. The tr was reduced to grade 1 post procedure. There was no clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported crack and leak were confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The luer was submitted to the mcl for analysis. Based on available information, the reported crack appears to be related to mother nature (environmental stress cracking). The reported leak is a cascading event of the crack. There is no indication of a product quality issue with respect to manufacture, design, or labeling.